Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to perform exposures. Upon functional testing, the fse reviewed the logs file, but no error logs were found. As a repair step, the fse checked the disk interface, bypassed the disk tray and reloaded the ippc software, and the image link test was successful. Later the fse replaced the ippc hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.